Event description:
The core impaction drill was sent for eval due to overheating during a tooth extraction. The procedure was completed with a readily available alternate device without any clinical significant procedure delay. No adverse event was associated with the device.